Event description:
A female called to request medical info and additionally reported adverse events. In 2005, she reported 3 taxus stents were inserted in an unk vessel for unk reasons and described she "flat lined" in the recovery room. Treatment for the "flat line" was to insert 2 cypher stents in the mid right coronary artery (rca) and prox rca vessels. The pt reported she "flat lined" in the recovery room after the cypher stents were inserted. Treatment was unk and the event resolved. In 2009, she experienced an unspecified elevated cholesterol level. Her physician was aware. Treatment was to increase lipitor to 80 mg daily. It is unk if the event resolved. At approx 5 months later, the pt fell and hit her head. The pt stated she hit her left temple and experienced pain in her head, left ankle, left shoulder and left hip. She was seen in the ER and experienced a sprained left ankle, sprained her left shoulder, and sprained her left hip. She was discharged the same day and the pain continued. Six days later, the pt reported she slept for 4 days described as "she was so tired." She experienced pain in her left eye. She experienced "unusual headaches" and described the headaches as " the right side of her scalp and skin hurt". At about 3 weeks later, the pt reported the left ankle pain continued. Treatment was a cortisone injection in the left ankle. In the following week, she experienced blurred vision. The blurred vision continues at the time of this report. At about one week later, the pt described she continued to experience pain in her left ankle. The pain in the left ankle was improving at the time of this report. As at this report, no additional info was provided.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.